Event description:
It was reported that found during pm service (in-house), the cardiosave intra-aortic balloon pump (iabp) had out of box failures on two new safety disks. Customer reported that two of the new safety disks would not pass the membrane leak test when installed into a cardiosave. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (health effect ¿ clinical & impact code). Additional contact information: (B)(6).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected field: e1: email address. Biomed replaced the safety disks. They worked correctly. The service was completed by the customer. Getinge service was not requested. The failure analysis and testing department received the following part associated with this complaint: pn: 0202-00-0140 rev j, sn: (B)(6) safety disk. This part was received with a reported unit failure message of membrane leak test would not pass. Performed visual inspection of this part received and part looks to be in good condition. Installed safety disks into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of membrane leak tests would not pass. Safety disk passed testing with result of membrane leak diff. Pres. Of 4mmhg, the factory specification is +-6 mmhg. Retaining safety disk in the fat dept. The failure analysis and testing department received the following part associated with this complaint: pn: 0202-00-0140 rev j, sn: (B)(6) safety disk. This part was received with a reported unit failure message of membrane leak test would not pass. Performed visual inspection of this part received and part looks to be in good condition. Installed safety disks into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of membrane leak tests would not pass. Safety disk passed testing with result of membrane leak diff. Pres. Of 4mmhg, the factory specification is +-6 mmhg. Retaining safety disk in the fat dept.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had out of box failures on two new safety disks. Customer reported that two of the new safety disks would not pass the membrane leak test when installed into a cardiosave.